Event description:
This patient experienced a thrombotic event approximately 12 days after the implantation of 2 cypher stents in the proximal rca. The thrombus was treated multiple angijet passes and multiple balloon inflations. At the time of the report, the patient remained in the hospital.